Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk. A 4.00 x 12mm synergy megatron drug-eluting stent was advanced for treatment. However, during the procedure, both the guidewire and stent shaft became kinked and were stuck. The devices were removed as a single unit, and the procedure was completed with a different device. No patient complications or injuries were reported.